Event description:
Customer reported unit will not send the signal to the nurse call station. Customer tested the nurse call cable and verified it is working properly and will not be sending it in for evaluation. There were no physical cracks on the case of the unit. They have made sure the nurse call cable is connected properly to the receptacle on the alarm. No patient incident or injury was reported and the customer did not provide a date when this was discovered.

Manufacturer narrative:
Results: evaluation of the returned unit found that the nurse call light comes on intermittently at the test fixture when weight is off the pad and if the cable is wiggled. A working nurse call test fixture and cable was used. The unit passed all other functional tests. User added an identification label to the unit, the warning label is damaged and a section of the case where the speaker cutout is, has broken. Note: the product instructions for use state: when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. There will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. (B)(4).